Manufacturer narrative:
Bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the failure mode for glass breakage was observed. The brown areas on the tubes are caused when the tube breaks and the additive is exposed to air. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of glass breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported that prior to use with bd vacutainer® acd solution a blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter: stained tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® acd solution a blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter: stained tube.